Event description:
It was reported that an intravia container leaked from its intravenous port. This occurred during setup. The device was filled with lorazepam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device and three companion samples were received for evaluation. A visual inspection was performed with no issues noted on the actual sample or companion samples. Pressure testing was performed and the actual sample failed. Simulated use testing on the actual sample revealed a leak between the bag and membrane tube assembly. A lack of solvent was noted at the leak site. Functional testing passed successfully for three companion samples. Therefore, the reported issue was verified for the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.